Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. At an unknown time later, the patient had a low blood glucose event. The patient had foam in front of her mouth and was unconscious. The fire department transported her to the hospital. The blood glucose results were not provided. The patient was supplied with long-term and fast-acting insulin via pen. It is unknown if the patient received other treatment at the hospital. The patient was in the hospital for 4 days.